Event description:
It was reported that norepinephrine over infused while a patient was being prepared for a mitral valve repair and possible myectomy. The intended programming for the norepinephrine was 40mcg/kg/min. The patient was also receiving vasopressin and had an arterial line. It was noted that the patient's blood pressure was increasing from 160 systolically to 200 systolically. The infusions were paused due to the change in the patient¿s blood pressure. Additional anesthetics and dilating agents were administered in attempts to improve the patient's blood pressure. It was unclear to the team involved why the patient¿s blood pressure had increased. When another anesthesiologist came to assist, they saw the norepinephrine was free flowing into the drip chamber despite the pump module being paused and showing an orange light at the top of the module. The device did not alarm. The patient did not have a stroke. The patient's ejection fraction prior to admission was 65%. It was retested after the event and the ejection fraction was 35%. A photo of the device showed a sticker indicating the inspection due date for the device is "8/2020", and another photo was provided showing the position of the pivot latch screw. It was reported that a picture was taken of the device that showed an unspecified screw coming out/back out of the device. It was reported that this photo would be provided to bd. It was reported the patient's last charted ef was 33 on (B)(6) 2019.

Manufacturer narrative:
Additional information added to: b6,b7. The customer¿s reported issue of norepinephrine over infused was not confirmed through a review of the logs or replicated during testing. The log review found no programming errors that would explain a report of over infusion. Based on logged events it appears as if the door on the device was not closing completely resulting in numerous alarms for both flow stop open and door open events during the infusion in question. Functional testing consisting of timed rate accuracy testing was performed on the source pump module and found the device operating out of specification and under infusing with an error of -17.14%. The pump module was recalibrated, and timed rate accuracy was performed again. The pump was now operating in specification with an error of -0.58%. Analysis of the pcu event logs showed that on (B)(6) 2019 at 1:56pm drug ID = 402 (norepinephrine) was selected and programmed to infuse with the following settings: rate: 5.25 ml/h, vtbi: 200 ml, patient weight: 70 kg, drug amount: 8 mg, diluent volume: 250 ml, dose: 40 nanogram/kg/min, conc: 32000 nanogram/ml. Following programming the pump module infusion program was not started. The system was then paused, and anesthesia mode was enabled at 1:57pm. The patient weight was changed to 45kg at 1:58pm and the dose was changed to 20 ng/kg/min at 2:26pm, the rate was recalculated to 1.6875 ml/h and start was pressed at 2:26:05 pm. The pump module was paused approximately 2 minutes later at 2:28pm. Then at 2:46pm the pump module alarmed for flow stop open and then the device alarmed for door closed a few seconds later. The device was selected at 2:46pm and then alarmed 10 seconds later for door opened. The proximate cause was identified as due to a backed-out pivot latch screw.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that norepinephrine over infused while a patient was being prepared for a mitral valve repair and possible myectomy. The intended programming for the norepinephrine was 40mcg/kg/min. The patient was also receiving vasopressin and had an arterial line. It was noted that the patient's blood pressure was increasing from 160 systolically to 200 systolically. The infusions were paused due to the change in the patient¿s blood pressure. Additional anesthetics and dilating agents were administered in attempts to improve the patient's blood pressure. It was unclear to the team involved why the patient¿s blood pressure had increased. When another anesthesiologist came to assist, they saw the norepinephrine was free flowing into the drip chamber despite the pump module being paused and showing an orange light at the top of the module. The device did not alarm. The patient did not have a stroke. The patient's ejection fraction prior to admission was 65%. It was retested after the event and the ejection fraction was 35%. A photo of the device showed a sticker indicating the inspection due date for the device is "8/2020", and another photo was provided showing the position of the pivot latch screw. It was reported that a picture was taken of the device that showed an unspecified screw coming out/back out of the device. It was reported that this photo would be provided to bd.